Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusion sets. The insulin pump alarmed no delivery. Customer's blood glucose level was around 400 mg/dl and 500 mg/dl. The infusion set cannula was bent. The customer went to the hospital and then she put on the insulin pump. The device was not returned.